Manufacturer narrative:
B3: event date estimated based on procedure date and follow up imaging performed.

Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed on (B)(6) 2023, and a 24mm watchman flx closure device was implanted. The patient was placed on a triple oral anticoagulant (oac) regimen. At an unknown date post index procedure, a device related thrombus (drt) was discovered on imaging necessitating a medication intervention. No patient complications were reported. A follow up computed tomography (CT) scan performed on (B)(6) 2024 revealed the drt had not resolved. Another follow up CT scan performed on (B)(6) 2024 revealed the drt had not resolved and persists. No further interventions were reported.